Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in device history. The test guardian link with the glucose sensor simulator communicates properly to the device noted. Device programmed the alert on low with the glucose sensor simulator and the alert registered properly in the device history and the alert on low alarmed properly. Device received with scratched case, pillowing keypad overlay, cracked case behind the device at the battery compartment and minor scratched lcd window.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 34 mg/dl at the time of the incident. The customer was in a car accident due to the low. The customer is a brittle diabetic who is low unaware. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer states that the pump did not alert them that they were low. Troubleshooting was completed and the customer is now using a different pump. The insulin pump will not be returned for analysis.